Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer was receiving no delivery alarms during bolus deliveries. The customer stated they had changed out their reservoir and infusion sets, but the problem persists. The customer also reported receiving a motor error alarm during the night when their blood glucose rose to 361 mg/dl. The customer's blood glucose was 123 mg/dl at the time of the call. Customer was unable to troubleshoot as the alarms were from a past event. The customer was advised to change out their infusion set. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.